Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of difficulty closing the statlock devices is confirmed, but the root cause could not be determined. Two statlock universal plus stabilization devices were returned for evaluation. An initial visual observation of the returned statlock devices revealed no obvious use residues along sample 1, and little use residues along sample 2. A functional test of attempting to close a dialysis catheter into each statlock device revealed the statlock latch would pop open for each device. A functional test of attempting to open and close the latch of each returned device without a catheter in place revealed the devices would close appropriately without a catheter in place. A microscopic observation revealed nothing remarkable along each of the devices nor each of the device¿s latches. The cause of the latches reopening with catheters in place is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported stat lock catheters and the claps are not working. The customer has to go through 2-3 of before she can get one to work. No further information was provided. It was reported this occurred with eight devices. This report addresses all eight devices. 10/28/2025: it was found during an investigation there was difficulty keeping the latches closed.